Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative regarding an unknown patient. It was reported that during the replacement surgery, the physician was unable to remove the leads from the implantable neurostimulator (ins) header block. The physician had to take the header block off of the ins, break apart the ins, and cut a lead. The hcp had no further information regarding the event. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.